Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-10448. It was reported the patient needed an MRI and the scs ipg could not set to MRI mode due to low impedances as a result, the entire system was explanted in order for the patient to have an MRI for issues unrelated to the scs system (low extremity weakness and bladder issues).

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-10448.